Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that the embolization coil had deployment issues and it curled near the hub-lumen connection. Furthermore, it was noted that the coil was stretched at the non-welded end. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.